Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he thinks that his pump only gave him some of the insulin that he was trying to deliver. At the time of the incident, the customer¿s blood glucose was 150 mg/dl and his current mg/dl is 213 mg/dl. During delivery anomaly troubleshooting, the customer believes that his pump was under-delivering insulin. He said that he has no symptoms and does have a back-up plan available. He states that he has treated. After reviewing the customer¿s history from (B)(6) 2017, it was found that he had entered a bolus of 7-8 units and the pump only delivered 2-3 units. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump passed the dat test at .o8750 inches. The insulin pump was programmed with multiple bolus. All bolus delivered completely their indicated amount and were recorded in the history file. Unit had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.